Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was missing the needle shield in the packaging. The following information was provided by the initial reporter: "it was reported that the syringe was not capped in the package and the customer was stuck by exposed syringe in bag."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review for needle shield missing and needle stick (before use before use with medical intervention) due to unknown lot number.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was missing the needle shield in the packaging. The following information was provided by the initial reporter: "it was reported that the syringe was not capped in the package and the customer was stuck by exposed syringe in bag."